Event description:
It was reported that the right atrial (ra) and left ventricular (lv) leads had high impedance and were apparently fractured. The leads were capped and not replaced due to system downgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv pace impedance was 3712 ohms on (B)(6) 2015. Concomitant products: c154dwk ICD, implanted: (B)(6) 2008; 7002 lead, implanted: (B)(6) 2008. (B)(4).